Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a rapid increase in pacing impedance measurements over the course of several months but still remained within normal limits. Boston scientific technical services (ts) discussed possible non-surgical solutions to the issue despite the cause never being determined. At that time the physician elected to continue monitoring the patient. Several weeks later, high lv pacing impedances greater than 2000 ohms were observed. The patient underwent a subsequent revision procedure in which the lead was explanted and replaced. Lv loss of capture was also noted at the time of revision. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.